Manufacturer narrative:
The device was returned for analysis. The stylette was present in the tip of the returned device. The stylette was stuck in the device. There was no residue visible on the stylette. There was slight deformation evident to the distal tip. Kinks were evident on the hypotube. No damage was evident to the balloon bond. The balloon was inflated within specification. Deflation time was also within specification. (B)(6) photographs were received from the account of the stylette stuck inside the euphora device and the shelf carton package indicating the device details. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was intending to use on euphora rx balloon catheter to treat a mid lad lesion exhibiting 99% stenosis. The device was removed from its packaging and hoop and inspected with no issues noted. Negative prep was performed with no issues. It was reported that the physician was unable to remove the stylette. Force was used in attempting to remove the stylette. Device was flushed in the hoop. The stylette ripped the physician¿s glove and the physician had to re-glove. The device was not used in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.